Manufacturer narrative:
Customer reported that device showed motor rate error. Device was in good condition with no appearance of any physical damage. Performed an occlusion test, motor rate error was found at the beginning of the occlusion test, main board does not operate as intended. Unable to determine who caused the problem. Replaced main board, also replaced worm coupling for preventive. Performed pm maintenance and all functional testing.

Event description:
It was reported that the motor had system failure. No patient injury was reported

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A review of the event history log (ehl) identified motor rate error.